Manufacturer narrative:
The account indicated the use of an unspecified cartridge and handpiece. A viscoelastic was indicated which in not qualified for use with this lens with any qualified lens/cartridge combination. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the 21.5 diopter, (1.5 extended depth of focus) lens was replaced with a non-company, 21.0 diopter, monofocal lens model. The product was not available for evaluation. Additional information was provided that the clinical reason for the exchange was, "possibly combination of hoas and neuroadaptation issues." No additional information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced poor quality vision. The lens was explanted and replaced with monofocal lens in a secondary procedure. The clinical reason for the explant was possibly combination of hoas (higher order aberrations) and neuroadaptation issues. Additional information was received stating there was no patient harm and patient was not hospitalized as a result of this event.